Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3 h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2021, there was a disengagement of peek interbody spacer of two (2) anterior cervical cages - zero-p va (large). First disengagement occurred during insertion of implant and second before inserting during packing spacer lumen. Both peek spacers disengaged without excessive force. There were no fragments and both parts were removed easily before full insertion. The procedure was successfully completed without any surgical delay. No patient consequences reported. This report is for one (1) zero-p va implant 7mm height lordotic/large-sterile this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the returned zero-p implant was received in an assembled condition against of the received picture; the titanium plate has shown some slightly marks and scratches visible as well as at the peek spacer. The anodized layer at the titanium plate is worn away at the marks, which indicates that it was caused post-manufacturing. Our investigation has shown, that the complaint condition could not be replicated and therefore the complaint is rated as n/a in the confirmed field. However after investigation to the slightly marks and scratches visible for this zero-p implant. This lot of 8 pieces was manufactured in october 2020, all devices are distributed, and we are not aware of any other complaint for this part- and lot number combination. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during insertion. An further factor could be a wrong angulation of the screws during insertion did lead that the titanium plate was detached from the peek spacer. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.the root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation step "dimensional inspection:" are not required. Please note: zero-p va design allows for some relative movement in order to achieve load sharing to prevent post-operative implant failure. During insertion into the disk space dissociation of the plate and spacer is possible if uneven insertion force is applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot ==> part # 04.647.227s lot # 74p1193 release to warehouse date: 26 oct 2020 expiry date: 01. Oct. 2030 a manufacturing record evaluation was performed for the sterile device lot number, and no non-conformances were identified. Device history batch ==> null device history review ==> null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.